Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the it is unknown what symptoms the patient experienced or specifically on which device the issue occurred.. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that after implant it was found that the lead resistance was too high. To resolve the issue two new leads were placed to complete the surgery. It is unknown what the cause of the event was, or what troubleshooting was performed related to the issue. No patient symptoms were alleged and no further complications are anticipated.